Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The reason for the revision cannot be confirmed from the information provided, but may be due to prosthesis wear as reported or inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and neither radiographs, photographs, nor operative notes were provided.

Manufacturer narrative:
H10. D10. Concomitants - product information: (B)(6) 201-78-82 - collar fixation pin 2pk 40mm, quick release; (B)(6) 02-010-03-0230 - logic cr femoral cem, left, sz 3; (B)(6) 204-70-00 - tibial stem ext. Screw; (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm; (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; (B)(6) 200-02-35 - three peg patella 35mm pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2015, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 7 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.